Event description:
A territory manager reported that an end user experienced an issue when using an auryon atherectomy catheter 2.0mm - hydrophilic coated (lot# 90256). The procedure was from a contralateral approach using a 7fr terumo destination sheath and a viper wire. There was an in-stent cto of the sfa and popliteal. The decision was made to use a 2.0 auryon device. The device was activated and advanced until it met resistance in the popliteal artery. The device was removed, and the tip was noticed to be separated. The area that was unable to be crossed was then dilated with a 4.0 balloon. A second 2.0 device was opened and advanced. Again, there was resistance in the same area. The catheter was removed and was noticed to have the tip separated again. The treatment time for the first catheter was 190 seconds, and for the second catheter was 144 seconds. Saline was being infused into the sheath. Both catheters were from the same lot number. Reference (B)(4) for 1st device (1319211-2024-10007) and (B)(4) for the 2nd device.

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
Returned for evaluation was an atherectomy catheter. The catheter arrived with most of the fibers not active the inner blade separated from the catheter's tip but did not detach the catheter working time was 0 sec at 50mj/mm2 and 190sec (3:10 min) at 60 mj/mm2. The gw was not returned for evaluation. No kinks were detected along the catheter's shaft. No manufacturing non-conformances were observed during sample evaluation. DHR of the catheter lot was reviewed in reference to the reported complaint description. The review confirms that the lots met all material, assembly, and performance specifications. The catheter sample presented an expected appearance per the event description. The customer's reported complaint description of distal tip's (inner blade component) separated (but not came off) was confirmed. No kinks were found along the catheter's shaft. The catheter working time was 0sec at 50 mj/mm2 and 190 sec (3:10 min) at 60 mj/mm2. There are several potential root causes - - additional tension that the physician gives to the catheter may have resulted in excessive force and a higher fiber degradation rate. - the catheter worked for almost the maximally allowed duration at its highest energy of 60mj/mm2, which can also result in a higher fiber degradation rate. Additional optional root causes for damage to the outer blade can be attributed to the presence of a stent within the patient's body under the following circumstances: - a mechanical obstruction might arise in situations with overlapping stents, impeding the catheter's passage. - in instances involving overlapping stents, the guidewire (gw) could guide the catheter to traverse between the two stents rather than in their center. However, due to the stent's structure, this could lead to mechanical harm to the catheter. The factors mentioned above may contribute to mechanical blockage in the catheter, which causes the physician to apply excessive force, which in turn could result in catheter breakage. The inner blade is welded to the gw tube and glued to the inner gw braided tube[?]hence, it is not expected that this component will detach completely from the catheter. Regarding the advancement of the auryon catheter through the lesion (ifu0120-03), it should be noted that there is a recommendation to start the procedure with an energy of 50mj. The root cause of fiber degradation cannot be definitively determined. However, a potential root cause for this type of tip detached failure mode is that the energy set in the laser system may also be in spec but at the high end of it. In addition, the lesion type and presence of blood may also be contributing factors. According to the additional information, the lesion was severely calcified, and mechanical damages can occur when excessive forces are applied in an attempt to cross it. A review of the distribution records for the reported catheter serial number 90256 was performed for any deviations related to thereported failure mode of the complaint. The review confirms that the catheter met all packaging performance specifications, i.e., no ncr was written. The complaint event was forwarded to the laser catheter manufacturer (eximo). Eximo performed a DHR review of the reported catheter serial number 90256. The review confirmed that the catheter met all material, assembly, and performance specifications, e.g., no manufacturing non-conformance reports were issued. Labeling review: instructions for use (ifu0110 / ifu0120) are provided with the catheter device and contain the following statements: warnings - pay careful attention while using the catheter, avoid excessive force, and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. - proximal vessel diameter must be [?]150% of the outer diameter of the auryon catheter. - always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: a) do not to exceed 10 seconds of continuous lasing at the same location. If you experience any difficulty advancing the auryon catheter, immediately start a 10-seconds self-count-down. Self-count-down should start the moment you experience nonadvancement of the auryon catheter. When advancement resumes, stop the self-count-down and resume it if additional difficulty advancing the auryon catheter is experienced. B) if the auryon catheter cannot be advanced by the 10th second of laser activation, release the footswitch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming the 10-second self-count-down. C) if the auryon catheter still cannot be advanced with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch. D) ask the laser operator to raise the fluence to the 60mj/mm2. E) activate the laser and try again to advance the auryon catheter through the lesion. F) if the auryon catheter cannot be advanced, resume the 10-second self-count-down. G) if the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter and use a new catheter. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
Additional information: before the procedure, the catheters were checked and were found normal. The treatment time for the first catheter (60 mj) - 190 seconds. The treatment time for the second catheter (60 mj) - 144 seconds. The lesion length is approximately 30 cm. The lesion is within 5 cm of the sheath. The physician tries to rotate the catheters. There were overlapping scratches, and no stents were found to be broken. After the procedure, the outer blade of the catheters (metal ring) may depend on the gw. Reference (B)(4) for 1st device (1319211-2024-10007) and (B)(4). For the 2nd device.